Event description:
Reporter stated patient experienced elevated blood glucose. Reporter stated patient was playing with friends and began vomiting and sweating and blood glucose registered hi on the glucose meter. Paramedics were called and measured their blood glucose at 585 mg/dl. Patient was admitted to the hospital and treated with humalog, nph and later in the ICU pt was given an insulin drip. Patient was discharged 2 days later. Doctor advised family member that high blood glucose was due to infusion set coming out; infusion set was discarded and therefore no products will be returned. Reporter stated that insulin is not allowed to come to room temperature and family member could not remember when the piston rod and adapter were changed last.